Event description:
The device has been explanted.

Manufacturer narrative:
Additional information: b.5, d.6b, h.6.

Event description:
Health care professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, crease fold and yellow particles in the shell leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior, opening crease sharp on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage. An opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Health care professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.